Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 34 times. The following information was provided by the initial reporter. The customer stated: "yellow foreign matters are adhering to the inside of the tube."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: (B)(4). Medical device expiration date: 2023-02-28. Device manufacture date: 2021-10-04. (B)(4). Medical device expiration date: 2023-04-30. Device manufacture date: 2021-11-09. Investigation summary: bd received 22 tubes of lot:1277060 and 12 tubes of lot: 1313122 from the customer in support of this complaint. An evaluation of the returned samples showed yellowish edta clumps in the tubes. Due to the size of the droplets, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd was able to confirm customers failure mode from the returned samples and photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.